Manufacturer narrative:
The subject 3dv-190 has not returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc investigate the subject 3dv-190 to determine the cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the laparoscopic gastrectomy with the subject 3dv-190, a fuzzy screen appeared on the monitor. The facility staff said that the tip of forceps looked double. The user replaced the unspecified scope to another unspecified scope but this phenomenon did not become normal. The user replaced the system including the 3dv-190 to another unspecified system to complete the procedure. There was no report of patient injury other than replacing the system.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2018-01806. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc performed the following checks after combining the subject device with the evis exera iii video system center cv-190(s/n (B)(4) and s/n (B)(4)) and the 3d videoscope ltf-190-10-3d (s/n (B)(4)) that were sent with the subject device; however, the reported event was not reproduced. Turn on the power of the subject device and check the image, and then turn off the power. Repeat this check one hundred times. Continuously energize the subject device for more than an hour and check the image. With the ventilation grills of the subject device closed, continuously energize the subject device and check the image. During energization, check the image on applying minor vibrations to the subject device. Compare visual performance of the image between the subject 3dv-190 and the 3dv-190(olympus equipment) when each of the devices was combined with the cv-190 and the ltf-190-10-3d that were sent with the subject device. Since the event was not reproduced, the exact cause has been unknown; however, the following are supposed to be the cause. A circuit board of the subject device, which outputs the 3d image, was subject to some kind of influence such as static electricity, ambient noise, etc., and it temporarily malfunctioned. Because the user observed the monitor from the outside of the field of view in which the user can accurately observe the 3d image, the image of the device¿s distal end looked blurred. The instruction manual of the 3dv-190 states the corresponding method in case of an abnormality.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".